Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22108. It was reported that patient presented to a follow-up in-clinic with ventricular tachycardia episodes being functionally under-sensed, leading to episode not being detected or treated in the appropriate zone. A false pause episode was also detected. Additionally, left ventricular lead was noted to have some sort of malfunction and was switched off in the past. Programming changes and a lead revision were recommended to a healthcare provider. Patient was stable after the event.

Event description:
New information received noted that the left ventricular lead was turned off due to high capture threshold that was seen on (B)(6) 2021.